Event description:
I was implanted with a medical device implant called essure on (B)(6) 2007. This medical device implant is now manufactured by bayer, formerly by conceptus inc. This device has a three year shelf life; however, I do not have that expiration date. The onset of my complaint started on (B)(6) 2007. This is a list of my side effects and symptoms that I have experienced due to essure ~ daily constant migraines; severe pelvic pain; sharp shooting pains around essure area; shooting pains in uterus, cervix, down thru vagina and into legs; mood swings; depression; anxiety; loss of focus; weight gain 40 lbs+; trouble with vision; memory loss; bloating; inflammation; extreme fatigue; excessive bleeding; abnormal periods; lower back pain; joint pain; low grade fevers; cramping; ovarian cysts; cervical cysts; hot flashes; muscle aches; insomnia; feeling "flu like" all the time; pain during intercourse; blood clots; sharp stabbing pains; abnormal menses; vitamin d deficient; recurring yeast infections and bacterial infections; nausea, dizziness; heartburn; chest pain; cloudiness; forgetfulness; heart palpitations; foul smell and discharge; polyps; scar tissue between uterus, gall bladder and bowels. All were attached. I have been seen by 2 doctors. I have been diagnosed with the following conditions. The device has been removed on (B)(6) 2014. The device was not returned to the manufacturer.